Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The outside diameter of the uv spike was measured and was determined to be within specification. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a connection issue while using a uv-flash transfer set. According to the report, there was a "gap" between the solution bag and the set. It is unknown which process step this event occurred during. This event did not involve a patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.